Manufacturer narrative:
(B)(4). Additional information requested and received: did the issue occur on one or multiple vessels? One vessel. What was the named vessel that issue occurred on? Dorsal branch sulcus of the right pulmonary artery. Please provide more detail in regard to ¿stapling of vessels was incomplete¿. There were staples all along the vessel and there was a leak between staples. Was there any issue noted with staple form? Unk. What is the surgeon¿s experience with device? Yes. Does the surgeon wait 15 seconds prior to firing? Yes. Were the tips of device visible during firing? Yes. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes, proximal and no extraneous tissue. What is the current patient status? The patient is well.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the issue occur on one or multiple vessels? What was the named vessel that issue occurred on? Please provide more detail in regard to ¿stapling of vessels was incomplete¿. Was there any issue noted with staple form? What is the surgeon¿s experience with device? Does the surgeon wait 15 seconds prior to firing? Were the tips of device visible during firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What is the current patient status?

Event description:
It was reported that during a lobectomy, the stapling of the vessels was incomplete. A blood leak and bleeding were noticed and requiring a thoracotomy to manually ligate the vessels. The surgeon could not see if all the staples had been placed but there were staples all along the vessel and blood was leaking between the staples.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57w9n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage with no cartridge reload loaded on the device, and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.